Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer that frequently jammed and failed to open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down, disassembled the drawer following instructions identified in fsg section 3.11.3.5. A field service engineer removed the solenoid for visual inspection and found cut wiring where the wire tie was secured and replaced the solenoid when one was acquired to resolve the issue. The system functioned as intended after the field service engineer repaired the device.